Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument's jaw was open. The surgeon determined that the open jaw posed a high risk of damaging surrounding tissue, so the instrument was deemed unusable and was replaced with a backup instrument. The procedure was completed and with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument's jaw was open and was not used on the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found with a bent grip tang. The surrounding components showed no signs of damage, and the grips did not exhibit any cracks. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. A review of the provided images was performed by an isi failure analysis engineer (fae). The following additional information was provided: there was no observance of damage to the grip tang in any of the images.